Event description:
The customer reported that the device was not coagulating properly. There was minor bleeding. It was reported that both end tones and regrasp alarms were heard during the procedure. However, it is unknown if the bleeding occurred after end tones or regrasp alarms were heard. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.